Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Since oekg checked the subject device and found no damage, the subject device sent back to the user without any repairs. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for the following microbes; micrococcaceae (1 cfu/endoscope). Coagulase negative staphylococci (2 cfu/endoscope). But the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. - instrument channel: brevundimonas and acinetobacter species (104cfu).- suction channel: brevundimonas and sphingomonas species (69cfu).- air/water channel: brevundimonas and acinetobacter species (91cfu).- auxiliary channel: sphingomonas and acinetobacter species (65cfu).- distal end: brevundimonas and acinetobacter species (95cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.